Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure date is (B)(6), 2015. According to the complainant, the jejunal tube had an occlusion. The jejunal tube was replaced with a new endovive two-port through the peg jejunal tube. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure date is (B)(6) 2015. According to the complainant, the jejunal tube had an occlusion. The jejunal tube was replaced with a new endovive two-port through the peg jejunal tube. There were no patient complications reported as a result of this event. Additional information received on march 19, 2015: the patient's condition at the conclusion of the procedure was reported to be the same.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.